Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 200-225mg/dl fasting. Verified the strips expire 1/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained hi and 383mg/dl not fasting. Reviewed meter memory: hi (B)(6) 2016 04:31:00 pm fasting:no; 227mg/dl (B)(6) 2016 03:33:00 pm fasting:no; 173mg/dl (B)(6) 2016 09:40:00 am fasting:yes; 332mg/dl (B)(6) 2099 03:32:00 pm fasting:no; 171mg/dl (B)(6) 2016 08:56:00 am fasting:yes. Memory concerns: hi (B)(6) 4:31pm and 332mg/dl (B)(6) 3:32pm. Customer is currently taking novalog to manage diabetes. Customer called concerned their meter is registering hi. Customer stated they performed a blood test on (B)(6) 2016 at 4:40pm after a meal and received a result of hi.